Event description:
Per the clinic, the patient experienced swelling at the implant site on (B)(6) 2026. Subsequently, the patient was hospitalized (specific date and duration not reported) and managed with pressure bandaging. The implanted device remains.